Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 2 events were reported for this quarter. Product return status: 2 devices were received. Evaluation status: 2 device evaluations are in progress. Additional information: 2 devices were not labeled for single-use. 2 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 2 </noe> malfunction events in which the device was reportedly leaking. 2 events had patient involvement; no patient impact.

Event description:
This report summarizes <noe> 2 </noe> malfunction events in which the device was reportedly leaking. 2 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: 2 previously reported events are included in this follow-up record. Product return status 2 devices were received. Event confirmation status 2 reported events were confirmed. Evaluation results 2 devices were found to be affected by a cracked housing.